Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative while patient was in recovery that abnormal pacing spikes were observed on electrocardiogram (EKG). Dislodgement was confirmed with lead interrogation and chest x-ray. The right atrial (ra) lead was reprogrammed and revision was performed the following day. No patient complications have been reported as a result of this event.